Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery at l5-l6 using a cage that was filled with rhbmp-2/acs. Following the surgery the patient had to follow up with pain management specialists. The patient continued to complain of lower back pain radiating down her left leg and received pain management therapy on a regular basis including injections. On (B)(6) 2010, the patient followed up with her surgeon and complained of abdominal swelling and increased back pain. Her surgeon noted that an MRI taken at that time showed a leftward disc bulge with neuroforaminal stenosis at the level above her fusion, as well as osteophyte formation at the level of the fusion. On (B)(6) 2013, the patient underwent a CT of the lumbar spine which showed ectopic bone growth at the level of the fusion, with bilateral foraminal stenosis.

Event description:
It was reported that on (B)(6) 2005: patient presented with pre operative diagnosis of segmental instability/disk degeneration/lateral recess syndrome l5-6 underwent transforaminal interbody fusion l5-6 and percutaneous pedicle screw fixation l5-6 bilaterally. Per operative report: ¿¿..a complete laminectomy of l5 was performed. This included removal of the inferior facet of l5 as well as the medial portion of facet of l6. Surgical findings included a significant amount of scar and adhesions performed on the left side where her previous discectomy was performed. An 8 x 26 interbody cage was densely packed with bmp and under fluoroscopy placed in the mid portion of the intervertebral disk. The remainder of the bmp was placed laterally. A 6.5 x 45 screw was placed in the left l5 and subsequent to the l6 pedicle. Dissection was then employed to determine the rod length and place the rod in a percutaneous fashion. A 45 mm rod was placed and compression applied on the left at l5-6.on the right side in similar fashion, a 5.5 x 45 and 6.5 x 45 screw was placed into the l5 and l6 pedicle respectively. A 45 mm rod was then attached to the sextant and placed in percutaneous fashion through the screw. Patient was taken to recovery in satisfactory condition.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.